Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was detached from connector. The issue occurred with one infusion set used for 4-5 hours. No further information was available.